Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported unconfirmed false-positive results with the binaxnow covid-19 home test performed on (B)(6) 2021. Additionally, the customer reported receiving a line on the sample. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously reported event of a false positive result. Further review of the case determined that there was no allegation of a product malfunction or false positive.

Event description:
New information came in on 14apr2022 from customer stated that there was no allegation of a product malfunction or false positive.